Event description:
This device case, reported by a consumer, who contacted the company with a product complaint and adverse event, concerns a female pt of unk age or origin. Relevant medical history was not provided. Concomitant medications included an unspecified high blood pressure medication and an unspecified eyedrop for glaucoma. The pt was taking an unspecified medication for treatment of diabetes beginning on an unk date. In 2008, the pt reported she had two humapen ergo teal/clear pen body devices ( lot 0503a04) and (lot 0402a04) both devices had spring arms broken and both had both tabs missing. The pt reported she felt the pens were not giving her the proper insulin dose. She reported her sugars were normally 10-11 mmol/l and for the past two weeks, her blood sugars have run from 22 to 30 mmol/l. This humapen ergo, teal/clear pen body report is associated with ( lot 0503a04) and ( lot 0503a04). The operator of the device was an untrained consumer. The pt had used this device model for two years. The device had not yet been returned to the company. It was unk if use with another humapen ergo device was continued. Further info will be added when received.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident/will investigate further. Note: this is an initial reporter. The follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2008-00025, since there is more than one device implicated.